Event description:
The pt reported an event alleging that he/she has received stryker hip implants and is experiencing severe pain. Pt has withstood multiple tests to find the reason for the pain. The pt alleged an infection in hosp.

Manufacturer narrative:
The report was submitted anonymously to stryker. Neither the device nor add'l info is available at this time. The case is being pursued by stryker's legal department in order to obtain more specific info.